Event description:
It was reported that this right ventricular (rv) lead has exhibited and increase with variable thresholds measurements, loss of capture (loc) is suspected. Technical services (ts) was consulted and recommended manual threshold evaluation and possible programming options upon next checkup. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).